Manufacturer narrative:
Device out of warranty; no request for manufacturer's service no problem found; no further information received.

Event description:
The customer reported that the ventilator shut down while on patient. The customer reported there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the biomedical engineer to review the significant event log to assist in diagnosing the reported problem. The biomedical engineer reported the event log had no code history that indicated there was an issue as reported. The biomedical engineer suggested that the ventilator may not have shut down as reported. The biomedical engineer reported the unit would be run further and would attempt to gather more information. Attempts to obtain followup information from biomedical engineer have been unsuccessful with no response received.